Event description:
Information was received indicating that this pump restarted when it was bumped. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found no problem with the device. Investigator tested the pump by bumping the pump, shaking the pump and the pump did not restart as stated by the customer. The customer's stated problem was not verified. During investigation the pump was inspected and able to power up. The device found to be working properly and no problem found. Device operated within specification. Based on these investigation results, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.